Event description:
It was reported that the surgeon was experiencing headaches and was concerned with a build up of carbon monoxide in the hood. It was determined that if the hood is not fully pulled down during the donning process, the filter may not "seal" to the helmet, blocking the flow of air from the fan. The sales rep has re-trained the account on the proper donning technique, and the surgeon has reported that he has not experienced this event since the re-training.

Manufacturer narrative:
H6: the device was not returned to the manufacturer. According to the sales rep, the kimberly clark gowns the account was using with the hood and helmet were bunching up at the neck and blocking the air flow inside the helmet. The sales rep has visited the account to re-train on the proper donning of the helmet, hood, and gown, and the issues has been resolved.